Event description:
The handle of the needle broke off while inside patient. Doctor needed to use pliers to remove broken needle.

Manufacturer narrative:
One sample was received for evaluation and during visual inspection it was found that the metal hub of the cannula was separated from the cannula. Therefore; we are able to confirm the issue reported. The cause for the issue reported is due to the bond pull test for the hub cannula junction. The test was not being performed correctly and therefore, the results were that the unit of measure were not consistent. As corrective action, the procedure for the bond pull test has ben modified and retraining of the personnel was performed. A review of the device history record for the lot number reported found issues related to this failure mode during the documentation review.